Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. It was confirmed that the patient side cart (psc) was not receiving power due to a faulty outlet. The fse moved the power cord to a different outlet, verified charging, marked the bad outlet to prevent recurrence, and performed a successful test drive, confirming the system was ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted procedure, the system faulted and shut down during docking preparations. In addition, an error and a "no battery backup" message were displayed. Earlier, the customer had encountered a patient cart running on battery message fault. As a result of the system issues, the customer elected to convert the case to an open procedure. A log review indicated errors associated with the patient side cart (psc) battery and charging system. The customer confirmed contacting intuitive surgical, inc. (Isi) technical support twice, once during docking and again at the start of the procedure. Ports had already been placed prior to identification of the problem. Although a conversion to open surgery was performed, the patient tolerated the change without complication. No patient injury or harm occurred, and no post-operative complications were reported. The patient¿s current status is stable and doing well.